Event description:
Pt rec'd two level acdf with interbody at c5-c6 and c6-c7 in 2006. During the pt's three month follow-up visit in 2007, it was identified in x-rays that the top two screws of the gradient system were broken. The pt was also experiencing a typical pain in the subscapular, trapezious and posterior neck regions. The physician reported that the pt had evidence of a pre-existing seizure disorder which may have contributed to the product failure. The physician does not plan to remove the screws at this time.

Manufacturer narrative:
The device was not removed from the pt and add'l evaluation will not be possible at this time. Product literature establishes that "any conditions that preclude the possibility of fusion are relative contraindications." It is unknown whether the screw breakage was the result of a deficiency of the screws or some external factor. The root cause cannot be determined at this time.